Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas to report obtaining elevated and also low blood glucose levels. On the morning of (B)(6) 2012 the patient obtained a blood glucose level of "greater than 600 mg/dl", and he experienced the symptom of frequent urination. The patient changed the infusion site and infusion set, and gave himself a bolus of 20 units insulin. His subsequent blood glucose reading was 592 mg/dl. The patient did not seek any medical attention. The patient reported that the infusion set cannula was bent, which can contribute to under-infusion of insulin. On unspecified dates, the patient allegedly suffered several low blood glucose levels, one of which was 40 mg/dl. At that time, the patient experienced the symptoms of shaking, sweating and delirium. The patient administered self-treatment with glucose tablets and soda. The patient reported uses the pump only for bolus doses of insulin. The patient refused to troubleshoot the insulin pump, therefore it is not possible to determine if the pump was functioning appropriately in insulin delivery. The patient's technique was incorrect in that bent cannulas occurred and he used the pump only for bolus doses of insulin. However, as the patient suffered symptoms and blood glucose levels suggesting both severe hypoglycemia and severe hyperglycemia and received treatment while using the pump, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.